Event description:
It was reported that the patient was admitted to the hospital for treatment of withdrawal and pain management. The patient was receiving injections of morphine. The pump event logs were obtained and a motor stall occurred on (B)(6) 2013 with ¿stopped pump period may exceed tube set¿ on (B)(6) 2013. No motor stall recovery was noted. The patient confirmed hearing an alarm for approximately 1 week. The patient experienced nausea, diarrhea and increased pain. The healthcare provider (hcp) wanted help reprogramming the pump and was told to come program the pump and ¿fix it¿; however, it was discussed that a pump update would not fix the pump or restart the pump. The device system was used to deliver dilaudid (hydromorphone). It was later reported that the patient had symptoms of narcotic withdrawal for approximately 7 to 10 days. The patient had presented to the emergency department (ed) at an outside hospital and was diagnosed with urinary tract infection (uti). The symptoms persisted and the patient presented to another hospital. The patient showed symptoms of altered mental status, flu-like symptoms of nausea and shakiness, pain, sweating (diaphoresis) and less than 50% therapy relief. The pump was then interrogated by the hcp and a motor stall was observed. The hcp attempted to restart the pump but was unsuccessful and the motor stall did not recover. The patient was hospitalized and the pump was replaced on (B)(6) 2013. Patient status at the time of the report was unknown.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a stall due to gear wheel 3. Pump logs showed multiple motor stalls and recoveries. The pump also stalled during internal decontamination. During destructive analysis the technician found some of the teeth of gear wheel 3 to be significantly corroded.

Event description:
The following information was previously reported in manufacturer report # 3007566237-2013-02004 and pertains to this event: it was reported that the pump had stalled. It was noted that the physician scheduled the patient for surgery right away. It was stated that the patient was admitted because ¿hers was really bad¿, which was unclear in meaning, but was seemingly a reference to the patient¿s symptoms. The surgery had been performed on the next day. It was reported that the pump had stalled ¿out of the blue¿.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.